Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son was admitted to intensive care unit for an unknown reason. Customer's blood glucose level was unknown. It was also stated that the insulin pump was stopped working. The device will not be returned for analysis.